Manufacturer narrative:
The device was not returned for analysis. A review of the production record and similar complaint history of the reported device could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is unknown.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole in the lcfa and rcfa prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed at each puncture site. The sheath size was upsized to 16f in the lcfa and 20f on the rcfa and the evar procedure was completed successfully. Reportedly post procedure, the knots of the two prostyle sutures in the lcfa were successfully advanced; however, hemostasis was not achieved. An additional prostyle device was deployed in the lcfa; however, hemostasis was not achieved. A non-abbott covered stent graft was implanted to achieve hemostasis in the lcfa. Hemostasis at the rcfa was achieved with the successfully pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.